Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced inner distal set up joint (suj), inner proximal suj on universal surgical manipulator (usm) arm 2 to resolve issue with 307 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The inner distal suj was analyzed and the 307 error was confirmed upon logs review, indicating that the axes controller tornado (act) nodes stopped responding after startup. Upon visual inspection, no issues were found related to the reported event. The unit was installed onto a golden system where no errors were triggered in normal mode and unit functioned as expected. Tested the unit on a patient side cart fixture test platform (pftp) where it passed all relevant testing. The usm was analyzed and error 307 was confirmed upon reviewing logs indicating node not present on axes controller, arm (aca), axes controller spar (acs) and axes controller, carriage (acc). Upon visual inspection, no issue was found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the fru connector pogo-pin, usm side (fcp) printed circuit assembly (pca) were inspected, but no faults could be identified. The inner proximal suj was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered fiber errors 31226 and 1126. The unit was also installed on a pftp where it failed fiber power tests with the same errors in the logs. The unit was installed golden fiber cable, and it passed all relevant tests.

Event description:
During an onsite proactive log review, an intuitive surgical inc (isi) technical support engineer (tse) received an call back stating that error 307 occurred during the error log review. There was no report of patient involvement or patient injury.